Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. See scanned page.

Event description:
The customer's mother reported her son's blood glucose, carbohydrate intake and insulin history is as follows. The pod was removed and she noticed the cannula was completely kinked. She was able to activate a new pod.